Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) needed help ending therapy so she can start over due to air bubbles in the patient line. The baxter technical service representative (tsr) walked the home patient (hp) through ending the therapy and advised to start over with new cassette and bags. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the air in line during initial drain. The hp reported that the issue was resolved, but she did not know the cause of the air. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that she discussed the issue with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.